Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of one of the micro-inserts") and autoimmune thyroiditis ("autoimmune disorder type of disorder: hashimotos throiditis") in a 28-year-old female patient who had essure (batch no. 841633) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test." The patient's past medical history included alcoholism in (B)(6) 2014, attention deficit/hyperactivity disorder, postpartum depression and bleeding breakthrough. No further dyspnea & no knee pain. No obstructive bowel gas pattern. No acute cardiopulmonary process. Previously administered products included for birth control: mirena from (B)(6) 2010 to (B)(6) 2011. Concurrent conditions included borderline personality, right lower quadrant pain, uterine hypertrophy, menorrhagia, thyroid disorder and uterine hypertrophy. Concomitant products included colecalciferol (vitamin d) and phentermine hydrochloride (adipex-p). On (B)(6) 2011 , the patient had essure inserted. On (B)(6) 2012, 6 months 18 days after insertion of essure, the patient experienced alopecia ("hair loss"). On (B)(6) 2012, the patient experienced fatigue ("chronic fatigue"), weight increased ("weight gain") and dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2015, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain, even when not menstruating"), abdominal pain lower ("lower abdominal pain, even when not menstruating") and back pain ("lower back pain, even when not menstruating"). The patient was treated with surgery (underwent a bilateral salpingectomy, during which her fallopian tubes were both removed). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, autoimmune thyroiditis, back pain, alopecia, fatigue and weight increased was resolving and the abdominal pain lower and dysmenorrhoea had resolved. The reporter considered abdominal pain lower, alopecia, autoimmune thyroiditis, back pain, device dislocation, dysmenorrhoea, fatigue, pelvic pain and weight increased to be related to essure. The reporter commented: since her removal surgery, plaintiff symptoms have mostly resolved, though some remain. The doctor advised to her mother that her fallopian tubes were cut and tied prior to this surgery. We could see three coils at the end of the procedure, all in the ostia. Four coils could be seen on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Ultrasound pelvis - in (B)(6) 2016: migration of one of the micro-inserts. On (B)(6) 2011 - urine pregnancy test: negative. Ultrasound transvaginal - on (B)(6) 2014 - impression: increased echogenicity within the uterine fundus bilaterally in the presumed location of the interstitial portion of the fallopian tubes. This would imply that the essure devices are in the proper location although the ¿gold standard¿ for essure location and function is hsg. Most recent follow-up information incorporated above includes: on 13-aug-2018: plaintiff fact sheet and mr received - new reporter, patient demographic information, relevant information, lab data ,essure indication, lot number, concomitant medication and historical conditions were added. New event "she did not undergo an essure confirmation test" were added . Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of one of the micro-inserts") and autoimmune thyroiditis ("hashimotos throiditis") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2015, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower ("lower abdominal pain, even when not menstruating"), back pain ("lower back pain, even when not menstruating"), alopecia ("hair loss"), fatigue ("chronic fatigue") and weight increased ("weight gain"). The patient was treated with surgery (underwent a bilateral salpingectomy, during which her fallopian tubes were both removed). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, autoimmune thyroiditis, abdominal pain lower, back pain, alopecia, fatigue and weight increased was resolving. The reporter considered abdominal pain lower, alopecia, autoimmune thyroiditis, back pain, device dislocation, fatigue and weight increased to be related to essure. The reporter commented: since her removal surgery, plaintiff symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - in (B)(6) 2016: migration of one of the micro-inserts. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.